Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Reference: complaint (B)(4).

Event description:
On (B)(6) 2012, at (B)(6) hospital, the perfusionist discovered a large number of bubbles in the venous hardshell cardiotomy reservoir (lot number unknown). Reference: complaint (B)(4).